Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that the patient had developed a sore spots under one of the ECG electrodes and the front therapy electrode pad. The sore spot was described a red, and painful and tender to the touch. The patient reported the sore spot had a burning sensation. The patient's nurse had him remove the lifevest to address the reported sore spots. During a follow up call, the patient reported that the irritation had improved. There is no indication that a device malfunction caused or contributed to the reported skin irritation.